Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation and the inability to confirm the complaint, the relationship between the event and the subject scope could not be specified. Multiple attempts were made for the device return. No response has been received from the customer to date. The cleaning, disinfection, and sterilization of the scope was performed by the customer as follows: the instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around elevator were brushed with a diagmed mini-pull through and digmed stubby brush. Manual disinfection was not performed. Isis aer iso 78 was used as the automatic endoscope reprocessor (aer) along with itercept plus detergent and tph5358 single shot base & additive disinfectant. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The endoscope was stored hanging vertically in a labcaire endoscope storage cabinet. The endoscope was not sterilized. The maintenance/repair is performed by olympus. No additional information was provided. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to a suspicion of cross contamination of two patients with pseudomonas. As stated in the instructions for use, this event may have been prevented: "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus the subject device was cultured and positive for klebsiella pneumoniae. The customer also stated two (2) patients have tested positive for pseudomonas. The customer is performing their own investigation to determine, if any, relationship between the subject device and the patient infections. Requests for additional information are in progress. Patient identifier (B)(6) (complaint 1 of 3) is for patient 1 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 2 of 3) is for patient 2 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 3 of 3) for the subject device and suspected contamination with klebsiella pneumoniae. This report is for patient identifier (B)(6) for the subject device and suspected contamination with klebsiella pneumoniae.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.